Event description:
It was reported that within days of implant, an electrocardiogram indicated that one qrs wave was missing every few hours. The patient was monitored with a holter monitor, but no pauses were observed. When the holter was removed, the pauses reoccurred and the holter was reattached to the patient. It was further reported that the device showed extra mode switch marker channels. A review of the event showed that the patient's rate was hovering just above the atrial detection interval which caused the device to periodically drop a ventricular complex. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Pauses were observed. This means the pp (preference pacing) median is hovering just above and below atdi (atrial tachy detect interval) and that there is a pattern of multiple atrial events between each ventricular event so that the at/af (atrial tachycardia/atrial fibrillation) count is greater than 3. Atrial onset is met when: at/af count is equal to or greater than 3 and the pp median is faster than atdi. When the at/af count is high and the pp median is near the atrial detection interval, one may see the device toggling into and out of mode switch as the pp median is below and above the atdi.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.